Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify prime alarm, encoder alarm due to motor error alarm. No moisture damage on electronics noted. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported the customer received a compromised force sensor system alarm while priming their insulin pump. Customer's blood glucose was unknown. It was also found the customer had a motor error alarm while rewinding their insulin pump. It was found the customer may have exposed their insulin pump to moisture from wet clothes. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.